Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated she had about 50 samples with high ise results that repeated lower. Of the data provided, the potassium result for one patient sample was discrepant. The initial result was 5.7 meq/l with a data flag, repeat result on (B) (6) 2010 was 5.0 meq/l. The initial results were reported, but the patients where not affected. The lot number of the potassium electrode was not provided. The field service representative determined the cause was unknown. The user stated the instrument had been operating normally since the event. The user ran calibration and qc over five days with all results within the user's documented range.